Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in (B)(6) 2014. Since (B)(6) 2020, the device was no longer working. The patient was seen by the physician who indicated the pump was no longer working and needed to be replaced.